Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 2 months, a lead dislodgement was reported. The patient reportedly received 2 inappropriate shocks. The lead was replaced, but not returned to biotronik. Apart from the shocks, no further adverse patient side effects have been reported.